Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone13.2 cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose (bg) level dropped "into the 40s." The patient reported that their bgs were going down while sleeping and he lost consciousness. Someone else called the paramedics and the patient was taken to the hospital. The patient woke up while in the ambulance and felt pain in their left arm and the front and back of their chest. At the hospital, the patient was treated with glucose. The patient reports changing his settings and possibly making a mistake with the basal rate. The patient was discharged after 2 days.